Manufacturer narrative:
Since no affected sets were captured to be sent back to the manufacturer for evaluation, zyno medical reached out to the initial reporter about sending in unused sets for evaluation on (B)(6) 2018.

Event description:
A rn at a user facility reported a leaking issue at the drip chamber of the administration set on (B)(6) 2018. Approximately 5 sets experienced the issue of leaking at the drip chamber near the bottom where it connects to the tubing since (B)(6) 2018. No affected set was captured and all affected sets were disposed by a nurse that experienced this issue. Medications used during this incident were ns, tyfabri and ocrevus. The contract manufacturer of the administration set is (B)(4). No patient jury or harm was reported.

Manufacturer narrative:
The customer was contacted three times on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018 in regards to returning any unused IV sets she may have. No response was ever received. The reported leaking issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00039).